Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info becomes available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly customer's blood glucose level was impacted (elevated). Customer reverted to alternate pump.